Event description:
Philips received a complaint on efficia dfm 100 defibrillator monitor indicating that the device is not turning on. There was no patient involvement. The rse evaluated the device remotely. It was determined that, device did not turn on due to a defective processor pca. Hence rse replaced the dfm100 assy processor and the device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a defective processor pca. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.